Manufacturer narrative:
Additional information provided in d.9, h.3, h.6 and h.10. The customer did not retain the product lot information for this procedure pack, therefore the device history records traceable to the reported procedure pack could not be reviewed. The returned sample was received for investigation. Visual inspection confirmed a color difference between the sleeves. Pantone color comparison confirmed that both of the infusion sleeves were lighter than the required color. The color range for this sleeve is evaluated during inspection and by the supplier prior to shipment to the production facility. The variation in coloration did not affect the functionality of the sleeves. The customer's complaint was confirmed. The most likely root cause is related to the supplier¿s manufacturing process whereby too little colorant is mixed into the infusion sleeve. The supplier was notified and an action has been opened to document the investigation, determine root cause, and implement appropriate corrective actions for complaints of a similar nature. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis by the product team. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported thinner ultra sleeve with more leakage from an incision during surgery. The surgery was completed without product replacement. There's no patient harm.